Event description:
It was reported the patient is no longer receiving bilateral stimulation in his arms and neck. It was also reported the patient underwent a spinal fusion procedure in spring of 2013 and since then stimulation has progressively diminished. X-rays identified the scs lead has migrated and is no longer on the patient's spinal cord. Follow-up identified no course of action has been determined at this time as the surgeon will not perform a surgical intervention due to the patient's multiple surgeries/fusions at the site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.